Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a bd¿ blunt filter needle had sterile breach. There was no report of exposure, serious injury or medical intervention.

Manufacturer narrative:
Correction: due to an it issue beginning on 7/3/2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: event attributed to: other. Device single use?: no. Device returned to manufacture: yes. Investigation summary: a needle was returned to bd for evaluation. Our quality engineer visually inspected the returned sample and determined that the seal had a small wrinkle in it. This caused a shallow blister and made it difficult to seal properly. Based on the visual inspection bd was able to verify the reported failure mode. However, no corrective actions were deemed necessary at this time as this was the first reported case of detached sticker. A review of the device history record was performed and no quality issues were found during production. Complaints received for this product and condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that a bd¿ blunt filter needle had sterile breach. There was no report of exposure, serious injury or medical intervention.